Event description:
The pt reported experiencing low blood glucose of 60 mg/dl on (B) (6) 2010. She stated she is unable to remember the details of the event. She was found by her family unconscious and they called the ambulance. She was given a glucose IV and taken to the hospital where she was admitted to intensive care and released on (B) (6) 2010. She stated during the night of (B) (6) 2010 and (B) (6) 2010 she experienced elevated blood glucose of up to 450 mg/dl. She bolused through the infusion device and changed the infusion set to lower her blood glucose. She switched to her backup infusion device. Her normal blood glucose range is 120-130 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.